Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that approximately two weeks prior to calling adc customer service on (B)(6) 2016 she noticed her adc blood glucose meter's screen had missing segments so she changed the battery, but after that the meter would not turn on. It was further reported that on an unspecified date/time she began to experience unspecified symptoms and noted she was in pain. Sometime around noon customer's friend found her unconscious, so paramedics were called and she was transported to an emergency room. At the hospital a reading of 400 mg/dl was received on an unspecified hospital device. Customer was treated with an unspecified intravenous infusion "to shoot everything down". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. No missing segments were observed; blank screen was not observed. The complaint was not confirmed.